Event description:
It was reported the patient was punctured on april 16, and the puncture process went smoothly. On april 17, the patient was treated with infusion and found to have prolonged oozing of fluid, and the infusion was stopped immediately, and it was observed that there was leakage at the linkage between the extension tube and the catheter, and the extension tube was replaced immediately, and the leakage was stopped only after replacing the extension tubes with the two lots of tubes. Additional information provided 04/19/2024: it was reported the patient was a chemotherapy patient. The ordinary liquid delivered in the first group was non-chemotherapy drugs. Additional information provided 04/23/2024: it was reported the exudate contaminated the patient¿s skin but did not cause harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was two 4fr sl groshong nxt connector assemblies. A gross visual inspection found that use residue was present throughout both units, but no portion of the catheter tubing was present in either device. The returned devices were leak tested using water and a 12 ml luer lock syringe. No leaks were identified. Both units were then disassembled to check for the presence of the catheter tubing inside the connector assembly. No portion of the catheter tubing was found. Although no leaks were identified in the returned unit, no further conclusions could be drawn since the catheter tubing was not returned and therefore could not be evaluated. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient was punctured on (B)(6) and the puncture process went smoothly. On (B)(6) the patient was treated with infusion and found to have prolonged oozing of fluid, and the infusion was stopped immediately, and it was observed that there was leakage at the linkage between the extension tube and the catheter, and the extension tube was replaced immediately, and the leakage was stopped only after replacing the extension tubes with the two lots of tubes. Additional information provided 04/19/2024: it was reported the patient was a chemotherapy patient. The ordinary liquid delivered in the first group was non-chemotherapy drugs. Additional information provided 04/23/2024: it was reported the exudate contaminated the patient¿s skin but did not cause harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.